Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detached issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small hemostatic valve broke off completely when the catheter was being inserted into the sheath. When the sheath was replaced, the issue resolved. Additional information was received. They were not sure if the hemostasis valve (gasket) dislodged inside the hub, but it did dislodge outside the hub. The brim cap/hub detached from the sheath. The sheath was used on the patient. Air entered the patient¿s body. No patient consequences. No treatment required. Blood return was observed, but they couldn¿t fairly estimate the amount, but it was minimal. The event was assessed as MDR reportable for a brim cap detached issue.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002143and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).